Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported core separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during removal from the packaging which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation appears to be related to operational circumstances of the procedure. It was reported that the guide wire was not damaged or separated when removed from the packaging. The wires were manipulated by hand and were slightly bent before breaking in two pieces. Based on the reported information, manipulation and/or inadvertent mishandling during the inspection resulted in the reported core separation on the proximal end of the hypotube. The core ends at the separation were kinked as if bent or kinked prior to the separation which confirms the reported information. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional hi-torque and bmw universal ii devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the hi-torque balance middleweight guide wire was removed from it's package. The tip separated during inspection. The device was not used. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided.